Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient for external pacing but, according to the reporter, the device alarmed connect electrodes and would not pace the patient. Patient outcome is unknown.